Event description:
In 2007, the distributor reported that the primary screw was loosening from the plate. The screw was implanted two months prior. There was no report of injury to the pt and no info provided whether a revision surgery is planned. Add'l info has not been provided.

Manufacturer narrative:
Device has not been explanted. Investigation is pending.